Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the operation channel buckled, the light guide cable buckled, the distal body cracked, the segment corroded, the operation channel leak, the water jet tube leak, the objective lens unit scratched, the air/water nozzle loosened, the lg prong top loosened, and the water jet tube accessory; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.